Event description:
Patient presented to the physician with pain at the ipg site. Imaging was obtained, revealing fluid accumulation within the pocket, consistent with a seroma. Physician aspirated the seroma, applied a pressure dressing to the site, and prescribed antibiotics.